Event description:
On (B) (6) 2008, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. During the procedure, the leading end of the delivery catheter for the gore excluder aaa endoprosthesis iliac extender component became detached. A snare was used to successfully remove the broken device component.